Event description:
During a f/u call regarding the 2240 alarm documented, a case of peritonitis was reported. The original 2240 alarm occurred in 2007, from an undetermined cause. The pt's nurse believes there was a break in aseptic technique as the pt cultured positive for staphylococcus epidermis. The pt has been on hemodialysis as of 2007, as he was having difficulty with his pd therapy. The pt also has a history of not following procedure. This air in line alarm is generally a result of improper use of the homechoice instrument. There was no report of an issue with the set. This MDR reportable serious injury of peritonitis is possibly due to a user error and unlikely to be due to the set.

Manufacturer narrative:
The actual sample was not returned to baxter for eval. However, baxter is monitoring similar events and a f/u report will be submitted should significant info become available.